Event description:
It was reported that the battery started "floating" in the body; right on top of the spine. It was believed to be turned 180 degrees and upside down. Patient states, it happened on its own. It was causing severe, acute pain. Patient says, he can not sit or stand. Patient has not had any falls. He also believes the doctor did not stitch down the device. The stimulator has caused him not to use the restroom because, it has been turned off for 1.5 weeks. Additional information reported about two weeks later indicated, the patient experienced a shocking or jolting sensation in legs and side for the 4-5 days prior to report. It was also reported, the patient's stimulation is still in the wrong location. The battery was "right above the hip, pressed and shifted over." In addition, patient also felt stim in the groin area and pain at the lead site. This happened gradually over a period of time. An appointment was made to meet with patient's doctor and a representative to have device checked. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID, 7495lz51 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID, 7495lz51 lot# serial# (B)(4), implanted: 2002-07 (B)(6), product type extension product ID, 7435 lot# serial# (B)(4), implanted: 2002 (B)(6), product type programmer, patient product ID, 3998 lot# l92553, implanted: 2002 (B)(6), product type lead. (B)(4).